Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2022, information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was probably 3 days ago pt was having a little more pain since previously. So this morning pt went to change their group to adjust their therapy and got settings not available cannot provide your desired intensity settings. On (B)(6) 2022, additional information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt called back stating that they needed to find a new rep in chicago area for reprogramming. Pt said they had not heard back from anyone. Pt had not reached out to healthcare provider (hcp). Pt was also told by hcp that medtronic can set pt up with a rep. Patient services (ps) reviewed the process of contacting the rep is done through hcp office. Pt expressed dissatisfaction that this was not reviewed on the previous call. Pt waited for almost a week with increased pain. Pt said they will call the hcp. On (B)(6) 2022, additional information was received. It was reported that there were high impedances over 40k on 2,5,7. The rep reiterated the settings not available message was seen. The rep programmed on good electrodes and avoided bad. The issue was resolved. On (B)(6) 2022, additional information received from a healthcare provider. It was reported that 3 of the patient's 16 leads were "not working." The device was programmed on (B)(6) 2022 by a manufacturer representative to work around those areas and it would take a day or so to determine if the new programming helped the patient's pain. The leads might be fractured and x-rays were taken to determine if that was the problem. The healthcare provider would call later regarding the x-rays. The patient thought the lead might be fractured as they quit working suddenly but they could find no reason they might be fractured (the patient had no falls, etc.). On (B)(6) 2022, it was reported patient was seeing error message. Rep confirmed fracture was a speculation from rep. Patient has not experienced any issues with new program. X-ray rarely shows a fracture, so of little use. Issue is resolved as of now.